Manufacturer narrative:
(B)(4) = firing trigger handle, spring cartridge lockout. The analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w cartridge loaded in the device. The returned reload was partially fired 1/8 which indicates that the device's firing cycle was interrupted. The reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic nephrectomy procedure, the surgeon placed the device down the trocar with a white reload and the device would not fire. When they removed the device from the trocar the firing trigger was damaged. The used another like device to complete the procedure. There was no patient consequence reported.